Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2017 and mesh was implanted. In (B)(6) 2019, the patient experienced pain in the pelvic area and on the inside of the left leg and had ¿raises¿ in the nates, buttocks and down the back of the left leg. The patient could feel the mesh in her vagina and gynecological examination showed a small portion of mesh erosion on the right side. In (B)(6) 2020, the patient continued to experience mesh erosion and tenderness in the pelvic muscles. The patient requested surgery and in (B)(6) 2020 underwent loosening of the mesh, mucosa trimmed and closed. The patient was given antibiotics. Additional information will be requested.